Event description:
This case was reported by a lawyer via a legal claim adn described the occurence of neuropathy in a female patient who received super poligrip (formulation unknown) for denture adhesion. At the time of the filing of the claim, the patient (B)(6) had worn dentures for nine years. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent (formulation unknown). On an unknown date, the patient started super poligrip (dental) and fixodent (dental). At an unknown time after starting super poligrip and fixodent, the patient was diagnosed with neuropathy attributed to excess zinc and resulting copper depletion. The claim stated "plaintiffs aver that when super poligrip and fixodent are foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms generally referred to as neuropathy and the complications. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." This case was assessed as medically serious by gsk. Treatment with super poligrip and fixodent was discontinued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).